Manufacturer narrative:
Date sent: 04/22/2009. Evaluation summary: the hand piece was tested on generator and was found to be functional. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Due to this condition, it may lead for an error code, solid tone or activation issues to occur.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device was introduced through the trocar after passing the pre-run test and gave a solid tone. Another device was used to complete the procedure. There was no adverse consequence to the patient.